Manufacturer narrative:
Patient information was requested but not provided.

Event description:
It was reported to philips that the device had a discharge fault during a life threatening emergency defibrillation. A second device was used to treat the patient. The device was reported to be in use on a patient, causing a delay in life-threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. No ECG monitoring strips or case event files were provided to philips for review. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.